Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that heavy resistance was experienced while attempting to remove the protective sheath from the 3.0x15 mm xience xpedition stent delivery system balloon. The sheath was eventually able to be removed; however, the decision was made not to use the device. A new 3.0x15 mm xience xpedition sds was used with success. The final outcome was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Device analysis revealed the outer member was separated.